Event description:
Information was received from the neurologist¿s office that the patient¿s increase in seizures was below pre-vns levels, and was due to stress. There were no other symptoms. The patient¿s settings and diagnostics are unknown. No additional or relevant information has been received to date.

Event description:
It was reported in clinics that the patient has had a flare up of symptoms and has had two seizures. The vns was interrogated and reprogrammed. It was later reported that the patient was getting their battery replaced because it was getting low. Programming history was reviewed for the generator. No anomalies were seen. The patient was replaced. The devices have not been received to date. There is no additional, relevant information available.